Event description:
According to the reporter: balloon inflated as designed but then the dissection balloon came unattached from the end of the canula dislodging itself inside the pt's abdomen. Balloon had to be retrieved from inside pt. Dissection balloon component fell into the pt's cavity.

Manufacturer narrative:
(B)(4).